Event description:
The or staff reported that one metal cover, from the ceiling tube of the surgical light system, fell to the floor. No pts were in the room, no injuries were reported. (B) (4). (B) (4).

Manufacturer narrative:
In normal conditions, the cover that fell is assembled to the ceiling tube with two m6x16 nylon screws. One maquet sales rep present in the hospital evaluated the device. He found one sheared plastic screw on the floor but it appears that the cleaning crew had already been in the room and must have swept the other one away. Maquet service repaired the device and verified the other units in the hospital. No other damaged screws were found. The root cause for the sheared screws can not be determined at this time. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.